Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. The customer was sent a filter to address the issue and the device successfully pass performance specification testing. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator during extended self test (est) was generating a heated filter back pressure out of range error code. No patient involvement.